Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18286.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen was unresponsive to touch command on a v60 ventilator. The issue was identified during pre-use testing; there was no patient involvement. The ventilator was replaced with another v60. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position. The issue was not resolved with touchscreen calibration; therefore, the touchscreen was replaced. The device was operational after repairs were completed.

Manufacturer narrative:
Initial reporter name and address: (B)(6).